Event description:
It was reported that pump experienced ongoing malfunctions while customer was not wearing pump or a continuous glucose sensor at the time of one event. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate method of insulin delivery if needed, and technical support arranged shipment of replacement pump.